Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval resistor r45 was open on the c/a board. The cause for the open r45 resistor was a broken lead on high-voltage capacitor c20 on the defibrillator board. The root cause for the broken lead on c20 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.